Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the power button of the epg did not work. It was noted that the epg did not power up with batteries and the lower case battery cable was not fully inserted into main printed circuit board (pcb) connector. It was further noted that the hanger, encoder assembly, two control knobs and three case screws were contaminated. It was further noted that lower case battery drawer stuck due to warped lower case (damaged). Both wires on the liquid display screen (lcd) were noted to be pinched (not compromised) and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power button of the external pulse generator (epg) did not work. There was no patient involvement.